Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - evaluation found no device deficiencies that would have contributed to the reported complaint, as service & repair (s&r) could not duplicate slippage. When the clamp was properly positioned and put under pressure, it would not have slipped despite having lateral and rotational movement. However, upon disassembly, it was noted that the index knob and the lock will need new components added to replace worn internal parts; unit was machined to have heli-coils added to large starburst threads. New components was added to replace worn internal parts, and general cleaning and maintenance were performed. Root cause - probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the head attachment on the mayfield modified skull clamp (a1059) slipped off the patient's head. No patient injury or surgical delay has been reported.